Event description:
It was reported that oversensing of noise and inappropriate automatic mode switch were observed on the right atrial (ra) lead. High capture threshold was observed on the right ventricular (rv) lead. During revision, damage was observed on the ra lead and rv lead. The ra lead and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that oversensing was observed on the right atrial (ra) lead. High capture threshold was observed on the right ventricular (rv) lead. During revision, damage was observed on the ra lead and rv lead. The ra lead and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that oversensing of noise was observed on the right atrial (ra) lead. High capture threshold was observed on the right ventricular (rv) lead. During revision, damage was observed on the ra lead and rv lead. The ra lead and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of lead damage and oversensing noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation with all filars of the outer coil were found abraded/separated proximal to the suture tie impression. Electrical testing found an open circuit due to broken/separated outer coil cause by external insulation abrasion consistent with friction to the device can. The cause of the reported events was due to external insulation abrasion abrading and separating all filars of the outer coil consistent with friction to the device can.